Event description:
The customer reported initial and repeat quality control (qc) results outside the established ranges for troponin (accutni) reagent lot number 021472 run on an access 2 immunoassay system. Data supplied by the customer revealed level 1 and 2 quality control results outside the lower established range by greater than 3 standard deviations. The customer indicated that they inspected the reagent pack and noted that the magnetic beads were not uniformly mixed. The customer indicated that upon replacement of the reagent pack with another from the same lot, all levels of quality control results returned to acceptable range. The replacement reagent pack from the same lot did not possess this lack of magnetic bead uniformity. The customer noted no other quality control issues and no events were posted to the instrument system log during the timeframe of this event. Results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Customer analyzed accutni quality control in 2 ml sample cups.

Manufacturer narrative:
The suspect reagent pack was returned to beckman coulter inc for analysis. The results of the analysis confirmed that there appeared to be more particles in the pack than normal. Upon resuspension of the particles in the returned reagent pack, the particles did not mono-disperse. Examinations of sixty (60) additional reserved reagent packs from the sample lot were assessed, and the issue could not be replicated in any of the reserved packs. All 60 reagent packs appeared visually normal. The root cause of this event cannot be determined to date.